Event description:
This complaint is now reportable based on the analysis completed on 06/08/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed lesion in the distal right coronary artery was predilated with a 1.5x15mm balloon. The physician attempted to use a taxus express2 2.25x12mm drug eluting stent to treat the target lesion, however it was very difficult to pass the stent through the lesion. The procedure was completed with another taxus liberte' stent. No pt injuries or complications were reported. Pt status is satisfactory. However, the returned product confirmed that there was stent damage. This product is only ous approved but, it is similar to a marketed us device.

Manufacturer narrative:
The device was received with various kinks noted along the length of the hypotube. An examination of the device found that the stent was damaged and pulled distally on the balloon over the distal markerband. The distal ends of the struts were bent back proximally. No other issues were noted with this device. A review of the mfg records found that the device met its material, assembly and product specifications. There are no similar complaints, of this nature, related to this batch number. The root cause of this complaint is unk.